Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard solution administration set had a hole in the tubing during infusion of an unknown cytotoxic drug. The customer stated that the tubing "appears to have melted". There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.